Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was confirmed. The reported positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. The reported positioning failure is a cascading event of the difficult single gripper actuation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was introduced into the patient, after multiple grasping attempts the anterior gripper stopped responding. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A new mitraclip was advanced within the patient and implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.